Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during generator replacement due to normal eri, externalized conductors were observed on the lead. Patient was asymptomatic. The electrical function of the lead was observed and tested and no anomalies were detected. The lead remains implanted. Patient will continue to be monitored with routine follow-ups.